Event description:
It was reported that pump displayed malfunction code malf 9 related to momentary motor skip after suspected high force impact such as dropping, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction code occurred again, with no device return planned and no further outcome details provided.